Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned. Visual examination of the returned pinnacle cup straight impactor found the impaction plate broke off. No other product defects were identified. The investigation found sufficient evidence to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting a sz 50 pinnacle sector 2 acetabular shell into the right hip of a patient the back end of the impactor broke off when hit with a mallet. The rep grabbed a spare one and the case continued on without further incident . All pieces were account for. The time delay was 1 minute while the rep grabbed a spare inserter from just outside the room and the circulating nurse opened it. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: one, was procedure successfully completed? Yes.